Event description:
During the af procedure, it was noted that there were no electrograms. Changing pin cables to ensure it was not the pin box did not resolve the issue. This only changed the artifact to the new pins numbers. The device was replaced and the procedure was completed successfully with no adverse consequences to the patient.

Manufacturer narrative:
Fsca number: 3005334138-04/28/22-001-r. The results of the investigation are inconclusive since the device was not returned for analysis. However, this batch is associated with the labeling discrepancies referenced in fsca number: 3005334138-04/28/22-001-r.